Manufacturer narrative:
The production and quality control documentation for lot # s1004, with expiration date 02/2013 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. The benefit-risk relationship of the product is not affected by the report.

Event description:
Effusion on right knee [joint effusion]. Case description: spontaneous report was received on (B)(4) 2011 from a physician regarding a male patient of unknown age, initials unknown, with unknown disease type. The patient's medical history was not provided. On an unspecified date, the patient initiated synvisc-one 6ml/once. On an unspecified date after the synvisc-one injection, the patient experienced effusion. Concomitant medications were not provided. The intensity for the event of effusion was not assessed. The relationship between synvisc-one and the event of effusion was not provided by the reporting physician. The patient's outcome was not reported. Additional information was received on (B)(4) 2011 in the form of an investigation summary. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Additional information was received on (B)(4) 2011 from the physician. The patient was identified as a (B)(6) male, (B)(6), with grade 1 gonarthritis of the right knee. The patient's medical history is significant for asthma, right breast carcinoma treated with radiotherapy, hypercholesterolemia, pulmonary infections, and allergy to nsaids. On (B)(6) 2011, the patient initiated synvisc-one 6ml/once into the knee. The lot number of synvisc-one administered was reported as s1004. The patient experienced effusion on the right knee and was treated with ice and rest. On (B)(6) 2011, an arthrocentesis was performed and 30ml of clear synovial fluid were removed from the knee; no analysis was done. The action taken with synvisc-one treatment was reported as permanently discontinued. Relevant concomitant medications reported include symbicort, bricanyl, klipal, and diantalvic, none of which were suspected by the physician to be related to the adverse event. The intensity for the event of effusion on right knee was assessed as moderate. The reporting physician assessed the relationship between synvisc-one and the event of effusion on the right knee as probably related. The patient's outcome for the event of effusion on right knee was reported as not yet recovered. Additional information was received on (B)(4) 2011 in the form of an investigation summary. The production and quality control documentation for lot # s1004, with expiration date (02/2013) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Additional information was received on (B)(4) 2011 from the physician. On (B)(6) 2011, an arthrocentesis followed by corticosteroid infiltration was performed. The patient's outcome for the event of effusion on right knee was reported as not yet recovered at the time of this report.